Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing and a ¿hissing¿ sound was alleged during the load fill tubing process. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.